Event description:
It was reported that the attachment was leaking a black substance after initial sterilization. No surgical procedure was involved. No adverse consequences were reported.

Manufacturer narrative:
The device has yet to be received by the MFR. A f/u report will be filed if the device is returned and the investigation results require.